Event description:
A patient has a history of hepatic stones status post stone removal and a history of distal cbd, common bile duct, stricture. An ercp endoscope was introduced and advanced to the second portion of the duodenum. The previous stent was clogged and removed with a snare. Multiple stones were in the common bile duct, one being 10 mm in size. One stent was removed with the olypmpus flower basket. With the second stone, the basket impacted in the narrowed area in the distal cbd. The scope was removed and the olympus extracorporeal lithotriptor was deployed. The wire broke inside the metal sheath and the stone was impacted with the end of the basket wires into the stomach. Initial attempts to pass a wire into the proximal cbd were unsuccessful. The spincterotomy was extended. The basket was grabbed with forceps and pulled into the stomach. Later the patient had free air on exam. Since the procedure was traumatic, the patient underwent surgery for presumed perforation. No perforation was found.